Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, small cystocele, and rectocele and mesh was implanted along with anterior and posterior repair.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent autologous sling, fascial harvest, and excision of mesh on (B)(6) 2013 due to female stress incontinence. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of three medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-00020 and 2210968-2013-00021. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urgency, dyspareunia and obstruction.

Manufacturer narrative:
It was reported that the patient underwent a urethral sling and posterior compartment mesh excision on (B)(6) 2012. On (B)(6) 2012, the patient underwent urethral infection of collagen. (B)(4). This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-00020 and 2210968-2013-00021. The same patient is represented in each medwatch.